Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
During the analysis of the lead, several instances of damage to the insulation by friction was found along the lead body. Especially in the proximal zone, fraying of the insulation and damage to the coating of the rope conductor to the rv shock coil at just that site were noted. Sparkover traces were visible. These damages can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation points toward significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis.

Event description:
Ous MDR - after an unknown implantation time, a fluctuating shock impedance was reported. The lead was explanted with suspected short-circuit to the ICD housing. No deterioration of the patient's state of health was reported. The lead was explanted.